Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on an atellica ch 930 analyzer. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate atellica ch 930 analyzer and on an alternate siemens system (rapidchem 744). Higher results, considered correct, were obtained. The higher reprocessed result from an alternate atellica ch 930 analyzer was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Manufacturer narrative:
Additional information (13-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the sodium (na) assay was performing acceptably. Hsc reviewed the customer¿s centrifuge settings. The customer was using the improper centrifugation speed and did not follow the tube manufacturer's recommendations. The customer adjusted the centrifugation time to the recommended manufacturer settings and resolved the issue. Hsc concluded that the cause of the event is consistent with a sample integrity issue. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00306 was filed on 22-nov-2023.